Event description:
A heavy sulfur odor was noted by rt in patient room. The wire to the theramist ii nebulizer was burned and black spatter marks were on the wall. The equipment was disconnected. The patient was quickly moved to another open room. Maintenance was called and came up to observe the room andequipment. He informed us to notify biomed and call housekeeping to clean the room and spattermarks. The windows were opened and the door was kept closed to air out the room. Biomed and thenursing supervisor were notified. There was no smoke or fire.====================== manufacturer response for nebulizers, (brand not provided)======================asked if we could return it for evaluation.